Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a blunt force trauma to the thoracic aorta following a motor vehicle accident approximately eight months ago. It was reported that routine follow-up imaging done approximately three weeks ago revealed an endoleak at the proximal end of the stent graft with aneurysmal dilatation. It is believed that the patient may have had a pre-existing penetrating ulcer in the thoracic aorta at the time of the motor vehicle accident that was not completely excluded by the stent graft. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine. Review of returned films post-implant show the stent graft was positioned just distal to the lsa, and there is a proximal type I end leak with a 6 cm diameter aneurysm near the proximal end of the device. The cause of the endoleak is uncertain (earlier films were not provided), but may be due to disease progression. No other stent graft issues are seen.

Manufacturer narrative:
(B)(4). Method: film. Results: endoleak. Thoracic aorta blunt trauma, penetrating ulcer. Conclusion: thoracic aorta blunt trauma, penetrating ulcer.